Event description:
It was reported this balloon burst well beyond rated burst pressure, following third inflation, during percutaneous transluminal angioplasy of shunt. During removal through introducer sheath, segment of balloon material detached in pt's shunt. Surgical removal of balloon segment was successful. Pt's condition is good. This device has not been received for eval. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both proximal and distal aspects of graft may necessitate balloon manipulation through plaque or calcification. Co's follow up revealed this balloon was inflated well beyond its rated burst pressure. Co believes above factors may have contributed to this event. However, without evaluating device, co is unable to determine exact cause for this event. Co's directions for use state: "if loss of pressure within balloon catheter occurs during inflation or if balloon ruptures during dilatation, immediately discontinue procedure. Deflate balloon. Do not reinflate and remove carefully... Inflation in excess of the rated burst pressure may cause balloon to rupture... Balloon rupture at lower pressure may occur in strictures exhibiting sharp points due to calcified material or staples."

Manufacturer narrative:
H3. Evaluation summary: only a catheter shaft was received, evaluated and retained by this MFR. The balloon was not returned for evaluation. There was no damage noted to the shaft and no balloon material was present on the shaft. Adhesive was located in the bond areas. Without evaluating the entire device we are unable to determine the exact cause for this event. However, co believes both user technique and pt anatomy contributed to this event.